Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact width was out of specifications. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery cap contact width was found to be out of specifications. Additionally, the battery cap was found to have stripped threads.